Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional observations of inner tubing kinked/buckled and blood in/on helix mechanism.

Event description:
It was reported during implant of the right ventricular lead the helix was deployed but measurements were not optimal. Upon repositioning, the helix would not deploy. The lead was not used and a new lead implanted. No patient complications were reported as a result of this event.